Event description:
A home patient's (hp) nurse (rn) reported that the hp developed peritonitis as a result of minicap contamination. According to the rn, the hp's family member was preparing the hp for dialysis therapy by removing the tape from the hp's abdomen. While removing the tape, the minicap that was attached to the hp's transfer set came off and fell to the floor. The hp's family member picked the minicap up off the floor and affixed it to the hp's transfer set. The hp presented to the clinic with cloudy effluent and abdominal pain 2 days later and was subsequently diagnosed with peritonitis. The hp was treated with vancomycin 2g intraperitoneal (ip) once weekly for 3 weeks, and ceftazidime 1g ip once daily for 5 days. Per the rn, the hp has fully recovered from the infection with no hospitalization required.